Manufacturer narrative:
An event reporting altr (trunnionosis) involving an accolade stem was reported. The event was not confirmed. Method & results: device evaluation and results: an image of the explanted device was provided. Black debris was noted around the trunnion. Device return and subsequent material analysis of this black debris is needed to distinguish between biological or metal debris. Medical records received and evaluation: a medical review was not performed as medical records were not provided. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, pathology reports x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
A revision surgery was reported by stryker sales rep. A revision surgery was reported as results of extreme trunnionosis. All components were removed and replaced by cone conical stem and tritanium shell. It was reported that the revision was performed by surgeon (B)(6). It was further reported that the following products were initially implanted on (B)(6) 2011 by surgeon (B)(6): trident solid back 50d, 0 degree poly liner, accolade stem 127 number 2 ((B)(4)) and head is (B)(4) lot mjtv44.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
A revision surgery was reported by stryker sales rep. A revision surgery was reported as results of extreme trunnionosis. All components were removed and replaced by cone conical stem and tritanium shell. It was reported that the revision was performed by surgeon (B)(6). It was further reported that the following products were initially implanted on (B)(6) 2011 by surgeon (B)(6): trident solid back 50d, 0 degree poly liner, accolade stem 127 number 2 (37169602) and head is 6260-9-236 lot mjtv44.